Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that it was noted that the nembex IV infusion was infusing faster than what was programmed in the device. The device programming was checked by 3 different nurses to find that the programming was correct. The infusion was stopped and the lvp was removed and replaced. The nembex infusion was restarted and infused without further complications. The patient was intubated at the time and woke in 2 hours. There was no report of patient harm.